Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a journal article that a study was performed to analyze non-sustained ventricular tachycardia (nsvt) episodes based on stored electrograms (egm) and determine the occurrence rate and risk factors for nsvt in a pacemaker population. The study included 302 patients with implanted dual-chamber pacemaker devices, some with devices manufactured by boston scientific. Additional information indicates the personal information and implanted device information of the study subjects is not able to be provided. The facility performing the study cannot disclose this information and the article author does not have this information. A total of 1024 egms stored in the pacemakers as ventricular high-rate episodes were analyzed. Of the 1024 egms, 420 showed appropriate nsvt episodes as well as premature atrial contractions, atrial tachyarrhythmia, or atrial fibrillation with a rapid ventricular response. Whereas the other egms did not show an actual ventricular arrhythmia and showed premature atrial contractions, atrial tachycardia, atrial fibrillation, paroxysmal supraventricular tachycardia or atrioventricular junctional rhythm, sinus tachycardia, farfield atrial sensing by the ventricular lead and electromagnetic noise. On egm analysis, nsvt occurred one or more times in 82 patients and all 82 patients were free of symptoms. On multivariate analysis, greater than or equal to 50% right ventricular pacing was an independent risk factor for nsvt. Furthermore, right ventricular pacing percent itself was a strong risk factor for nsvt. However, nsvt was not associated with increased all-cause mortality because of the preserved left ventricular function. Furthermore, there was no association between the fastest cycle length of nsvt and all-cause mortality.